Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model # m-5830-01, s/n: (B)(4); smartablate pump; smartablate pump tubing, model # d-1320-01-s, lot # acf92615; lasso catheter; preface 8fr sheath; cook medical transseptal needle. (B)(4). Event description continuation: transseptal puncture was performed with a cook medical transseptal needle. Sheath in use was a preface 8 french. Generator parameters, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Irrigated catheter flow was set at 2ml/min for mapping. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was in the left atrium with the lasso at the same time. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. ¿acquire¿ and ¿fsm¿ buttons were grayed-out during mapping. There were no other errors reported on bwi equipment during the procedure.

Event description:
It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Issue # 1: during mapping, while creating the fast anatomical map (fam), the ¿acquire¿ and ¿fsm¿ buttons were grayed-out and the system stopped collecting fam data. Reactivation of fam was attempted without success. Custom template was in use. Continuous mapping was not in use. Catheters were unplugged. Patient interface unit (piu) and workstation were re-booted. New study was initiated using a default template. Procedure continued. Issue # 2: in the beginning of the procedure, smartablate tubing was replaced due to inability to clear bubbles from the tubing. Issue # 3: during mapping, immediately prior to ablation, the patient¿s pre-existing pericardial effusion became more significant. Procedure was aborted. Pericardiocentesis yielded 55cc. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. It was noted that the patient was in atrial fibrillation during the procedure. Cardiovascular medical history includes pericardial effusion. There were no factors cited that may have contributed to the adverse event. Anesthesiologist indicated that the tamponade may have been a result of heparin. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition (pre-existing effusion) and procedure (heparin).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.